Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found.

Event description:
During a routine follow-up, it was reported to nevro that a patient experienced wound healing issues. The patient presented to the hospital and was provided with IV antibiotics. The wound was cleaned and re-closed. There were no reports of further complications and the patient is receiving good pain relief.